Event description:
The customer observed falsely elevated sodium (na) and chloride (cl) results for a 39-year-old male patient on an architect c16000 analyzer. The following data was provided (customer¿s normal ranges for na are 136-145 mmol/l, and for cl are 98-110 mmol/l): sample ID (B)(6) initial na result, on (B)(6) 2026, was 161, repeat results were 142 and 142 mmol/l; initial cl result was 122, repeat results were 107 and 108 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated sodium and chloride results while using ict sample diluent, lot number 83288un25, on an architect c16000 processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer retested the samples using the same lot of reagent and within range results were generated. In addition, the quality control was performing within the expected ranges. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated sodium (na) and chloride (cl) results for a 39-year-old male patient on an architect c16000 analyzer. The following data was provided (customer¿s normal ranges for na are 136-145 mmol/l, and for cl are 98-110 mmol/l): sample ID: (B)(6) initial na result, on (B)(6) 2026, was 161, repeat results were 142 and 142 mmol/l; initial cl result was 122, repeat results were 107 and 108 mmol/l. There was no impact to patient management reported.